Event description:
On (B)(6) 2018 customer reportedly received the following results on the aviva system within 10 minutes: 335 mg/dl and 105 mg/dl. On (B)(6) 2018 customer reportedly received the following results on the aviva system within 10 minutes: 336 mg/dl and 99 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.